Manufacturer narrative:
A portion of patient port was received without pouch. Visual inspection was performed and no abnormality was observed. A transfer set can be inserted into the returned patient port with a uv flash device with no abnormality observed. Measurement were performed on the patient port and found the diameters are within specifications. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced difficulty setting the transfer set inside the uv assist device. This event occurred during use with patient involvement. It was observed that the broken piece of the yume set was protruding from the spike of the transfer set due to a mis-spike. The patient did not use the transfer set which was being mis-spiked there was no report of patient injury or medical intervention associated with this event. No additional information is available.